Event description:
It was reported that the patient visited the emergency room as they were not feeling well due to high blood glucose levels. It was reported the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl) with ketones of 2.5. The pod was worn between 5 and 24 hours on the abdomen. Upon removal of the pod, the cannula was bent and the adhesive was not sticking well. Symptoms reported include hyperglycemia and high ketones. The patient was treated with an infusion for 1 hour and a meal. The patient was released the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.